Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h824455006, implanted: (B)(6) 2012, explanted: (B)(6) 2018. Product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 867 mcg/day. The reason for use was not reported. It was reported that the catheter would not aspirate during pump replacement on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed consisted of trying to aspirate t he catheter through the side port during scheduled pump replacement. Interventions/actions that were taken to resolve the issue included the catheter was replaced and old catheter was explanted. The product was replaced by one of the same manufacturer, and the customer was notified the product should be returned for analysis. The device would not be returned, as the customer discarded. The issue was resolved at the time of this report. The patient status was listed as ¿alive - no injury.¿ there were no further complications reported/anticipated.